Manufacturer narrative:
(B)(4).

Event description:
Upon further evaluation, it was discovered that this allegation of receiver ceases to function was incorrect. This event has now been classified as non-reportable event. Please disregard the initial report for.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.